Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The MRI technician reported that the patient (pt) needs head MRI. The MRI technician reported that the patient said his device does not work. The patient reported that the system has not worked for two years. No symptoms were reported.